Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 11/2/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Test strips present discoloration. Reported defect not reproduced with returned meter and test strip. (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip.the e-3 error occurred when the blood sample was absorbed. The customer was not testing with a used test strip. The vial cap was not left open and test strips are kept in the original vial. Customer is using the correct testing technique. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed during call on (B)(6) 2017 produced result of 200 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date was undisclosed. Adverse event not reported at time of call on (B)(6) 2017.